Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, three (3) devices tore. The case was completed with another like device. Thre was no consequence to the patient.